Event description:
It was reported that at the end of a cardiac flutter ablation procedure, a burn to the pt occurred just under the indifferent electrode located on the left side of the back. The pt had not complained of the burn when it occurred. The parameter settings of the ibi rf generator were 80w/70c. There was one indifferent electrode plugged into the ibi generator. The size of the patch was unknown, as it was not written on the packaging. The size of the burn was several millimeters; however, the exact dimension of the burn is unknown. It is not known how the burn was treated. There were no further consequences to the pt. Additional information was requested and is unavailable at this time.

Manufacturer narrative:
Method: temperature testing. Simulated use testing. Visual inspection of the returned device revealed no anomalies. During functional testing, the generator powered on and it started within normal display parameters without as expected. An ablation simulation test was performed using a thermocouple, a thermistor, a cool path catheter and a 8 mm ablation catheter. Testing also used the parameter settings stated in the reported event. During the power test, temperature and impedance readings were normal. No issues were observed. The generator was also placed in the burning chamber and did not show any changes during the burn in. The generator passed all testing and functioned as intended. Review of the device history record confirmed this device met manufacturing requirements prior to shipment. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.